Event description:
Additional information indicates the catheter was peeling, proximal to the balloon. The lesion was moderately calcified, moderately tortuous and 70% stenosed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the distal end of the balloon shaft was peeling. The physician successfully placed a taxus express2 3.0x16mm drug coated stent in an unknown vessel. After removing the delivery system, they noticed the distal end of the balloon shaft appeared to be peeling. No further information is available at this time, however, additional information has been requested.